Event description:
After opening the package of the vistabrite tip guiding catheter, the tip of the device found deformed (flat) when the package was opened. After further checking, the yellow tip had a slight split. The anomalies were found during prep. There was no adverse consequences to the pt.

Manufacturer narrative:
This device has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.